Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d3, d4, d6a, d6b, g2, g4, h4, h6. Photo evaluation: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported implant exchange due to "burst." Later, healthcare professional reported "pain", "defects in the endoprosthesis capsule are determined with the release of the gel into the surrounding tissues, captured as rupture and silicone migration." And "capsular contracture grade I" via us. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "burst".

Event description:
Patient reported implant exchange due to "burst." Record is for unknown side. Device has been explanted.